Event description:
During a coronary drug eluting stenting treatment procedure, difficulty inserting and removing the delivery device from the guidewire was encountered. A bmw guidewire was inserted into a 99% stenotic lesion of hte diagonal artery, following by predilation with a 2.0 voyager balloon. After predilation the physician inserted a taxus express2 -2.5 x 16 mm drug eluting stent. The physician encountered some friction advancing over the bmw guidewire, however, was able to successfully deploy the taxus stent. While removing the stent delivery system (sds) the physician encountered a lot of friction and the bmw guidewire was moving as the sds was being reomoved. The physician was able to get the sds out and without losing wire position. The physician went on and placed a 2.0 x 13 mm pixel stent distally to the taxus stent. The physician then used a 2.25 x 20 mm opensail balloon without any issues on the same bmw guidewire. No pt complications or injuries were reported. Pt status is reported as " satisfactory/good".